Event description:
It was reported that prior to use the cardiosave hybrid intra aortic balloon pump (iabp) had helium leak reported. No patient involvement.

Manufacturer narrative:
Due to character limit: e1(event site name) (B)(6) med CT. A supplemental report will be submitted upon completion of our investigation.